Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. Functional testing was performed and passed all relevant testing. An internal visual inspection was performed and failed due to a damaged battery. Pictures were taken. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause was determined to be damaged battery. No injury or medical intervention was reported.